Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customers blood glucose level was reported at 240 mg/dl with large ketones present. It was indicated that the contact would change out cartridge and the customer will take a correction with the pump.